Event description:
Customer had a fasting blood glucose comparison performed. The customer's device read 152mg/dl and the lab result was 119mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.